Event description:
A report was received that the patient was unable to charge the ipg. It was noted that the ipg was flipped in the pocket as it was not placed correctly. The patient underwent a pocket revision procedure and was doing well postoperatively.